Event description:
It was reported that the dexcom g7 continuous glucose monitor experienced persistent bluetooth connectivity and pairing failures with the ilet, resulting in ilet alerts indicating dosing would stop soon and cgm not paired, while readings were visible on a separate dexcom device and a receiver that was concurrently paired. Symptoms included hyperglycemia with a blood glucose of 264 mg/dl confirmed by fingerstick. Outcomes included interruption of automated dosing until manual blood glucose entry and successful reconnection, with guidance to discontinue use of the dexcom receiver as a competing medical device. Investigation included customer education, stepwise troubleshooting, device power cycling, re-entry of sensor pairing codes, sensor restarts, and engagement with the cgm manufacturer for replacement guidance. Investigation of this case revealed that use of the dexcom receiver as a second medical device interfered with pairing to the ilet and that an incorrect or prior sensor code was initially used, leading to repeated pairing failures. It was concluded that the event resulted from cgm pairing interference and configuration error, not from a malfunction of the ilet.